Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to motor error alarm. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.